Event description:
Patient s/p [status post] mini avr [aortic valve replacement] returned for sternotomy, avr. Explanted edwards inspiris valve size 21mm, serial # [redacted], exp date 2029-12-03patient had valve inserted [redacted]. Removed and replaced [redacted] due to insufficiency. Valves should last up to 10 years or more. Defective valve sent to risk.